Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (salpingectomy- bilateral, hysterectomy- partial). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. The reporter commented: she received treatment for pain, bleeding, other injuries/symptom. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: event injury was replaced with pain, bleeding. Suspect drug start date and stop dates added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 727086) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, rheumatoid arthritis, breast cancer and anxiety. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage ("bleeding"). The patient was treated with surgery (salpingectomy- bilateral, hysterectomy- partial). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage and dysmenorrhoea outcome was unknown, the dyspareunia had resolved and the weight increased was resolving. The reporter considered dysmenorrhoea, dyspareunia, genital haemorrhage, pelvic pain and weight increased to be related to essure. The reporter commented: she received treatment for pain, bleeding, dysmenorrhea, dyspareunia, weight gain, other injuries/symptom. Current weight 158 lbs. Discrepancy noted- date(s) of removal: (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Lot number: 727086. Most recent follow-up information incorporated above includes: on 24-nov-2020: pfs and mr received. Reporter information, patient details, medical history, lot number, lab data added. Events: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), weight gain / loss specify which one: weight gain added. Event genital hemorrhage seriousness criteria updated as non-serious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 727086) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, rheumatoid arthritis, breast cancer and anxiety. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage ("bleeding"). The patient was treated with surgery (salpingectomy- bilateral, hysterectomy- partial). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage and dysmenorrhoea outcome was unknown, the dyspareunia had resolved and the weight increased was resolving. The reporter considered dysmenorrhoea, dyspareunia, genital haemorrhage, pelvic pain and weight increased to be related to essure. The reporter commented: she received treatment for pain, bleeding, dysmenorrhea, dyspareunia, weight gain, other injuries/symptom current weight 158 lbs. Discrepancy noted- date(s) of removal: (B)(6) 2016, (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Lot number: 727086, manufacturing date: 2010-03, expiration date: 2013-03 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-dec-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.